Event description:
The consumer reported that the patient wanted their spouse to see how the implantable neurostimulator (ins) was doing on (B)(6) 2016. They got the patient programmer, but didn't really put it over the implantable neurostimulator (ins). The patient had this "electrical thing" go through them, they couldn't sit down, and it wouldn't stop for a while. The electric thing was due to a sudden change. When the patient sat it was still there, but was not like last night. The patient didn't know if they were supposed to call their health care provider (hcp). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the circumstance that led to the sudden uncomfortable electric sensation was a change to device program. The patient received an electric shock and it was so painful the patient was screaming. It was uncomfortable at first. The steps taken to resolve the issue were that everything was checked from sitting to standing and it was rectified when the device program was changed. The sudden uncomfortable electric sensation had been resolved and the patient was so much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.